Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated hypoglycemia while using the ilet and had disconnected from the system for over a week; the user reported five low glucose episodes in a 24-hour period with nadirs in the 40s, treated with oral glucose, and later performed a factory reset, paired a new dexcom g7 sensor using code 2778, and completed a full supply change. Symptoms included low blood glucose requiring carbohydrate treatment without loss of consciousness or other acute sequelae. Outcomes included transient hypoglycemia with self-treatment and no medical intervention or hospitalization. Investigation included customer support troubleshooting, device reconfiguration via factory reset, sensor re-pairing, and supply replacement. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hypoglycemia based on available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.